Event description:
Patient was hospitalized for hyperglycemia three times in the last year. Suspect device was being worn at the time. No further information is available at the time of this report. Device not returned for evaluation.